Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, there was a needle breakage and while extracting the tube, the needle got stuck causing blood to spill out of the needle. No patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 10 retained samples were used for functional tests, all sleeves recovered as expected, and no breakage occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: breaks off during use and sleeve side piercing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, there was a needle breakage and while extracting the tube, the needle got stuck causing blood to spill out of the needle. No patient or user impact reported.